Manufacturer narrative:
The device was received for evaluation. During functional testing, bad speaker, was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be device has distorted audio due to damaged speaker wire. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.